Event description:
It was reported that during an angioplasty procedure a balloon rupture occurred. The 99% stenosed target lesion with calcification and average tortuosity was located in right superficial femoral artery. The physician performed the 1st inflation at 6atms (30sec) using a 4 x 150 x 150 sterling balloon without any issues. However, upon the 2nd inflation at 4atms the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and patient status was listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).